Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges additional surgical intervention, general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, attorney alleges that the patient experienced emotional distress and the device was defective. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix e/x mesh (device #2). An additional emdr was submitted to represent the bard/davol composix kugel hernia patch (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2006 and an unspecified bard/davol composix e/x mesh on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch and the composix e/x mesh. The patient underwent revision surgeries for composix kugel hernia patch and composix e/x mesh on (B)(6) 2008 and (B)(6) 2010. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, attorney alleges that the patient experienced emotional distress and the device was defective.